Event description:
The reporter contacted animas on (B)(6) 2013, reporting an unspecified issue with the pump. The patient reported having several issues with the pump the previous night. The patient reported discontinuing the pump at 9:30 pm and did not use any other method of treatment. The patient stated that blood glucose levels remained at 82 mg/dl but the patient was noted to have slurred speech and the patient was experiencing difficulty providing the history of the event. The patient declined needing medical attention and requested that the pump be replaced. This report is made based on the allegation that the patient experienced symptoms indicative of severe hypoglycemia after disconnecting from the pump related to an alleged pump issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.